Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. The patient presented to the outpatient department and was hospitalized for the event. Treatment for the event was not reported. Pd therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available as the reporter declined to provide any further follow up.

Manufacturer narrative:
Additional information: at the time of this report, the patient was recovered from the peridontitis event. Should additional relevant information become available, a supplemental report will be submitted.